Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that sterility of the device was compromised. A guidezilla¿ was selected for use. During unpacking, a blood like object was found on the guidezilla. No patient complications were reported.

Event description:
It was reported that sterility of the device was compromised. A guidezilla¿ was selected for use. During unpacking, a blood like object was found on the guidezilla. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device returned to MFR: device returned for analysis. Returned device consisted of a guidezilla guide extension catheter sealed in the box. The box and inner pouch was visually inspected. Inspection revealed while the tear tab was not broken, the tab as a whole had been previously lifted and re-applied. The tab was broken during analysis. Inspection of the box and inside pouch found no damage or irregularities, no foreign matter noted. Inspection found the remainder of the device free of damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).